Event description:
The customer reported that the system shut down and rebooted itself without command.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available. The customer canceled the service call.